Event description:
Literature was reviewed regarding "long-term evaluation of anterior thalamic deep brain stimulation for epilepsy in the european more registry". The following medtronic devices were used: lead models: 3387 and 3389 and neurostimulator models: 37601 activa pc and 37612 activa rc. Reported event: 49 patients had a total of 73 procedure-related events in which 27 patients had 32 serious adverse events. 99 patients had a total of 185 device-related events in which 43 patients had 57 serious adverse events. 30 patients had a total of 39 system component-related events in which 17 patients had 20 serious adverse events. 86 patients had a total of 153 program stimulation-related events in which 30 patients had 40 serious adverse events. 2 patients had device deployment issue.

Manufacturer narrative:
Kaufmann e, peltola j, colon aj, et al. Long-term evaluation of anterior thalamic deep brain stimulation for epilepsy in the european more registry. Epilepsia. Published online 2024. Doi:10.1111/epi.18003 d10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37601,product ID: 37601, product ID: 37601, this value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.